Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while the patient was in the hospital, the patient was noted to have had an arrest and cardiopulmonary resuscitation (CPR) was performed. During CPR, oversensing and undersensing was noted on stored episodes. The right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.